Manufacturer narrative:
The device was received not deployed. The device deployed upon manual rotation of the ratchet gear. The download data indicates that the device ran 47 pulses and then was deactivated. No issues were seen with the device. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism did not fully deploy as intended during activation. The patient did not provide any blood glucose levels. As treatment the patient removed the pod.